Event description:
Patient reported that his pump was acting up (no details provided). Unknown if pt missed a dose; no ad reported; device available for return; unknown lot/expiration. No further information known. Solicited call. No additional information. Pump used to infuse hizentra 20% at dose and frequency above. Reported to (B)(6) by pt/caregiver.